Manufacturer narrative:
(B)(4). The field service engineer (fse) inspected the ventilator and replaced the breath delivery unit (bdu) printed circuit board (pcb) and the power supply assembly. The ventilator passed all the required testing.

Event description:
The customer reported stating that the ventilator had a loss of communication issue. There was no patient involvement.